Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As report to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced urinary retention, failed several voiding trials, pain, dyspareunia and bladder outlet obstruction. An excision/revision of the mesh was performed.